Event description:
Implant date: 1992. Pt complained of pain. Post operative x-rays taken on 10/08/1993 indicate fractured screws. Explanted in 1993 with a portion of the broken screws remaining in the bone.